Event description:
Tosoh sales representative was told that three patient specimens assayed for troponin initially had elevated results but when repeated all were normal. This was noted on (B)(6) 2011 and (B)(6) 2012, on one patient on each day. Tosoh was not notified of any of the events until (B)(6) 2012. Once tosoh became aware of the problems numerous attempts were made to contact the account to obtain additional information so that the events could be investigated. The account responded that it "was possible that some of the results may have been related to operator error" and declined to offer any other information. There is no record of any patients being treated as a consequence of the results. Because the customer was uncooperative, no lot numbers were provided. Customer also refused service to the analyzer in order to determine whether or not an instrument error occurred.